Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cadiere forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the cadiere forceps instrument was broken at the front. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage is not referring to a broken cable. In the area near the tip of the instrument, between the insulation and the tip, there is a metal component that holds the instrument in place and allows it to move, and in this area, the metal component is broken on one side. The instrument could not be removed through the trocar and had to be pulled out of the patient along with the trocar. To remove the instrument from the trocar, it was bent straight, causing it to break on the other side as well. The patient was not injured. The trocar was reinserted and a new instrument was used to resolve the reported issue and continue the procedure.